Event description:
Additional information received stated that the patient underwent surgical intervention wherein the entire scs system was explanted and replaced with a penta paddle and new ipg. The ipg was replaced electively during the same procedure. Post-operatively, stimulation therapy was restored and the patient was able to enable MRI mode.

Manufacturer narrative:
Date of event is unknown.

Event description:
It was reported that the patient's octrode lead had migrated. In turn, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.